Manufacturer narrative:
.H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged sheath is confirmed but the exact cause remains unknown. One 4.5 microez microintroducer was returned for evaluation. A photo of the sample was also provided and corresponded to the returned sample. Blood residue was visible on the dilator and sheath. Microscopic observation of the sheath tip revealed a longitudinal split. The split edges contained an outward bulge. Material wrinkling was noted around the bulged region. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause. Based on the information provided, possible contributing factors include material damage and advancement against resistance. Since the sheath was observed to contain a split, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported that there was a crack with the proximal end of the peel-away sheath. After the skin was pierced, the puncture was not done successfully, making it impossible to insert the sheath into the vessel. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen1882 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a crack with the proximal end of the peel-away sheath. After the skin was pierced, the puncture was not done successfully, making it impossible to insert the sheath into the vessel. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damage microintroducer sheath is confirmed but the exact cause remains unknown. One photo sample of a microez microintroducer was returned for evaluation. The dilator is shown to be present within the sheath. A short, longitudinal split is visible extending from the tip of the sheath. No apparent blood residue is visible on the device. Based on the information provided, possible contributing factors include damage during handling and damage during use. Damage during the manufacturing process may be a potential contributor to the observed sheath damage; however, no findings from the DHR review indicated a manufacturing or processing related event. Since a split in the sheath was observed to be present, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported that there was a crack with the proximal end of the peel-away sheath. After the skin was pierced, the puncture was not done successfully, making it impossible to insert the sheath into the vessel. No other information was provided.